Manufacturer narrative:
E1-address-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a snowflake-like pattern on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.